Event description:
It has been reported that while implanting a total hip acetabular insert it did not appropriately fit within the shell. Insert was discarded and a backup insert was implanted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.